Event description:
It was reported that a nurse sustained a needlestick injury from a non-safety needle. The incident was managed by a healthcare professional, and the outcome remains ongoing. There was a patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.